Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the mid-section in a lifted state. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. The device returned with the mandrel re-inserted. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21jun2019. It was reported that advancing difficulties were encountered. The vascular access was obtained via the femoral artery. The 85% stenosed, 3x32mm, eccentric de novo with a significant bend of >=90 degrees was located in the tortuous and non-calcified distal right coronary artery. Following pre-dilatation, a 3.00x38mm promus element plus drug-eluting stent was advanced but did not reach the lesion. The procedure was completed with a another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.